Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and response from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the video serial interface (vsi) cable connected to the device was broken due to excessive force applied by the user. The instructions for use include the following statements which can prevent the event: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Event description:
The event occurred before the procedure.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the image of the subject device was not displayed there was no report of patient injury associated with the event.